Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the procedure, the endurant bifurcate would not deploy. When the blue slider was rotated, the sheath cover would pull distally, but the proximal end of the sheath cover/radio plaque band did not retract from the taper tip. After the delivery system was removed without difficulty, the physician tried to deploy it again; however, it did not deploy but rather the inner-tube accordioned upon itself. Another endurant bifurcate stent graft system was implanted in the patient to complete the case. There were no complications as a result of the failed deployment. No additional clinical sequelae were reported and the patient is fine. The device was returned for analysis. Upon inspection of the device, there was no apparent damage to the graft cover or tapered tip; no accordion effect on the graft cover was observed. There was no gap between the stent stop and the stent graft or between the graft cover and tapered tip. The rest of the device was unremarkable. The external slider was rotated with slight resistance and after 1-2 cm of rotation the graft cover began to retract. After this point, the graft cover retracted smoothly and with no resistance; the stent graft deployed successfully. The wheel rotated forward as expected, successfully releasing the suprarenal stents. The complaint could not be confirmed; the stent graft was deployed successfully and no damage to the graft cover was observed. The root cause of the deployment difficulties could not be determined. The accordion effect damage noted on the inner member was not observed; however, this comment may have been in reference to the normal shape of the stent stop.

Manufacturer narrative:
(B)(4). Results, conclusion: kink, deployment difficulty, unknown cause of event.